Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they experienced high blood glucose. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's blood glucose was 600 mg/dl at the time of call. The customer's blood glucose was 580 mg/dl at the end of call. The customer's father stated that they treated the high blood glucose with manual injection. The customer's father stated that the drive support cap appeared normal. The customer's father declined to troubleshoot for high blood glucose. The customer's father performed high pressure test and the insulin pump passed. The customer's father was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.